Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU), is a known patient effect that may be associated with the used of the device. It should be noted the IFU states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2010 the patient presented with angina. After pre-dilatation was performed, a 2.75x38mm non-abbott stent was deployed in the mid right coronary artery (rca), and a 2.75x20mm non-abbott stent was deployed in proximal rca. On (B)(6) 2010, the patient was discharged on aspirin and prasugrel. On (B)(6) 2011, the patient was readmitted with angina. In-stent restenosis was noted in the deployed non-abbott stents, which was treated with deployment of a 2.75x28mm promus stent, a 3.0x28mm promus stent, and a 3.0x23mm promus stent on (B)(6) 2011. On (B)(6) the patient experienced ischemic bowel, on (B)(6) 2012 the patient experienced acute respiratory failure, in (B)(6) 2012 the patient experienced right upper extremity deep vein thrombosis, and on (B)(6) 2013 the patient experienced dehydration. On (B)(6) 2013, the patient expired due to an unknown cause. Reportedly, at the time of death, the patient was not on dual antiplatelet therapy (dapt), as aspirin and other dapt medication were last taken in 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). : stent: 2.75x38mm taxus liberte, 2.75x20mm taxus liberte, 3.0x28mm promus, 3.0x23mm promus you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) - indication for use. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0x28mm promus and 3.0x23mm promus mentioned are being filed under separate medwatch report numbers.